Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with prescynope and dizziness due to right ventricular lead noise which had inhibited pacing. The patient was present in clinic with the noise issue a year ago. Several attempts to place a new right ventricular lead on (B)(6) 2018 failed. The device was programmed to provide continued support to the right ventricular chamber, and the right ventricular lead will be monitored. The patient complained of tenderness at implant site. Patient is stable otherwise.